Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Cold insulin had been used and there was reuse of the cartridges. The customer ted blood glucose level was not impacted. Tandem technical support advised customer to use new cartridge and room temperature insulin.